Event description:
A surgeon reports that nine days following intraocular lens (iol) implant surgery, the pt presented with an inflammatory reaction. (No symptoms were noted at post-op day seven.) The pt was treated with an intravitreous injection of antibiotics and corticosteroids. The pt had a good outcome. Additional information has been requested.